Event description:
The facility reported a pump with a failure code 500:320:654:0000. This failure occured during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported failure code 500:320:654:0000 was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by a defective pump head module (phm) keypad. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification.